Manufacturer narrative:
The qc was acceptable. A general reagent issue was excluded. The alarm trace showed several "sample foam detection" and "sample clot detection" alarms. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 675 pg/ml. The repeated results were 20 pg/ml and 18.5 pg/ml. The sample was repeated because it is the laboratory's protocol to repeat elevated troponin t results.